Manufacturer narrative:
This report is submitted on october 19, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, it was reported that device was found to have placed in the vestibule resulting in the decision to explant. The device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.